Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed multiple courses of topical and oral antibiotics (type unknown) prior to explanation. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection beginning in (B)(6) 2024. The recipient was advised to discontinue use. The recipient was not reimplanted. The recipient has healed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.